Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h13c08044 and h13d24056 with no issues noted during the manufacturing process. There were no deviations from standard procedure. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
This is report 1 of 2 involved in this event. This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Action taken with therapy was not reported. The cause of the peritonitis was unknown. The patient was treated with vancomycin for the event. On a later date, the patient was discharged from the hospital. At the time of this report the patient was recovering from the peritonitis.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).